Event description:
It was reported that the patient felt ¿no stimulation sensation at times.¿ it was noted that the patient¿s stimulation was turning off, but it was confirmed that the implantable neurostimulator (ins) was not off. It was noted that the patient was not feeling stimulation. It was noted that this had occurred for 3 weeks prior to the report and occurred every 3 days. It was noted that the patient was unable to feel stimulation for ¿about 15 minutes in duration.¿ it was further noted that the patient was ¿very sensitive to minor posture changes.¿ it was noted that the ¿left lead top 4 electrode was programmed on p1 and the right lead top 4 electrodes for p2.¿ it was noted that the patient¿s ¿leads may not be scarred in yet since implantation of the device. ¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was a power on reset (por) condition. The patient was unable to adjust stimulation. The patient had not charged or felt any stimulation since ()(6) 2013. A physician mode recharge was done the previous day and the patient was sent home to continue charging. The patient was to return to the office the following monday for reprogramming. Outcome was unknown as event was ongoing at the time of report. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was an inability to interrogate and the battery was dead. Interventions included a physician mode recharge (pmr) session was completed and the power on reset (por) was cleared. Reprogramming was completed. Later the patient reported that her device no longer turned on and off independently and that her paresthesia coverage had improved. The outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of stimulation sensation. It was noted that the outcome was an ongoing event.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information reported the patient was reprogrammed at the time of initial report. It was stated the patient ¿did not feel stimulation while the device was turned on¿ and that the ¿events would occur randomly and lastfor approximately 15 minutes at a time. The severity of the event was reported as ¿mild.¿ it was reported the event ¿resolved without sequelae¿ at the time of initial report.

Event description:
It was later reported that the power on reset (por) was cleared on (B)(6) 2014. It was noted that the event was due to programming/stimulation and their final programmed date was (B)(6) 2014. It was stated that the event resolved without sequelae.